Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Nurse stated that the machine had not reached prescribed treatment level when the blood leak alarm sounded. Treatment was ended, and pt was moved to another machine with a new dialyzer. Medical director at clinic was made aware. Blood test strips were used and they tested negative. Estimated blood loss was 200cc's. Pt did not require any medical intervention. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.